Manufacturer narrative:
Conclusion: the actual device was returned for evaluation. The used needled segment was partially cut and subsequently had a broken end. The amount of force required to cause the breakage after being partially cut could not be determined. The breakage was related to the suture being partially cut during usage. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an abdominoplasty and breast reduction procedure on (B)(6) 2013 and suture was used to close the deep dermal layer. As the surgeon tied the knot, the suture broke. The surgeon did not appear to handle the suture with any extra tension. Another like device was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.